Event description:
It was reported that the patient's dry & store has been getting too warm and produced burning smell. A new replacement dry & store were sent to the patient. No serious injury was reported.